Event description:
Clinical rationale: an impella cp device was inserted via the femoral artery in a female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Following implantation, the pump was initially unable to start, and a device exchange was performed. The change to a second impella cp device was reported to have been completed without prolonged delay. Despite approximately two and a half hours of impella support, the patient¿s clinical condition continued to deteriorate. Given the poor prognosis, the care team elected to withdraw care, and the patient subsequently expired. It was reported that the death was not correlated to the impella device. The reported events are pump stop, medical device removal, device revision or replacement, and hemodynamic instability. The death is being conservatively reported to the impella cp due to temporal association; however, based on the available information, the device is unlikely to have contributed to the patient¿s death, which is more plausibly attributed to the severity of the underlying ami/cgs and critical clinical condition.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Pump unable to start: the cause of the issue was not established as no product or logs were returned and limited clinical information was provided.

Manufacturer narrative:
B2 death and date of death wer reported incorrectly on the initial report that was submitted and are being reported under another report. B5 corrected clinical rationale was added. H1 revised due to corrected information. H6 health effect - impact codes f02 and f1903 should not of been reported on the initial report that was submitted. H10 added related report number.

Event description:
Updated clinical review/rationale: an impella cp device was inserted via the femoral artery in a female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Following implantation, the pump was initially unable to start, and a device exchange was performed. The change to a second impella cp device was reported to have been completed without prolonged delay. Despite approximately two and a half hours of impella support, the patient¿s clinical condition continued to deteriorate. Given the poor prognosis, the care team elected to withdraw care, and the patient subsequently expired. The death will be reported in complaint (B)(4). The reported events are pump stop, medical device removal, device revision or replacement, and hemodynamic instability.

Manufacturer narrative:
D6b: explant day, month and year added. H6: medical device problem code added.